Event description:
The patient was undergoing a thrombectomy procedure in the popliteal vein using an indigo system aspiration catheter 12 (cat12) and a sheath. During the procedure, while advancing the cat12 into the sheath valve, the physician experienced resistance and kinked the cat12 at the distal end. Therefore, the cat12 was removed. The procedure was completed using another cat12. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.